Event description:
It was reported that during implant of the right atrium (ra) lead the physician could not confirm helix retraction or extension on fluoro therefore the ra lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism, the lead appeared damage at implant and the lead was stretched.